Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
In (B)(6) 2010, the patient started peritoneal dialysis (pd) treatment. On (B)(6) 2010, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. On the same day, a peritoneal effluent analysis and culture were performed. The analysis results were not reported. The results of the culture were unknown. On an unknown date, the patient began remedial therapy with fortum (1gm, daily, intraperitoneal (ip), reflin (1gm. Daily, ip) and forcan (100mg, daily, route not reported). Pd therapy was ongoing. It was unknown whether the peritonitis resolved. No concomitant medications were reported. The reporter believed that the event of peritonitis was not related to the pd therapy.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan alleging the meter is automatically cycling through the setup menu and cal codes. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.